Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the top sealing of the internal sterilization package was opened.

Event description:
It has been reported that the top sealing of the internal sterilization package was opened.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrective action has been initiated for the reported issue. The device was not returned to the manufacturer. Therefore it was not analyzed. The device manufacturing quality record has been reviewed. Product were found to have the same issue during the manufacturing and they have been discarded. Investigation of former complaints showed that the most likely root cause was related to packaging manufacturing. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.